Event description:
During preparation for a coronary drug eluting stenting treatment procedure there was stent damage. Upon opening the package of a taxus express2 2.50x12mm drug eluting stent it was noticed that the stent strut was lifted up or flared. The physician completed the case with another device of unknown type and size. There were no patient complications reported and patient condition is "ok."